Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by the central processing unit (cpu) and the communication cord. The parts were replaced. The replaced cpu and cable was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis it was found that there were no issues with the cable. The computer booted to the application screen normally. The ent program and exams loaded without issue. However, the seatools long test found 2 bad sectors.

Event description:
A site representative reported that while setting up for a case, the fusion emitter details said the axiem box wasn't communicating. They restarted the whole system and the error was still there. No patient was present during the time of the reported incident.